Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with optilene suture. The client reported that there is a separation of the needle from the thread in the junction. It happened during the operations (coronary artery bypass). Also the doctors point that the thread is break not just in the junction. No further information has been received.

Manufacturer narrative:
Summary of investigation: there is one previous complaint of this code-batch regarding the same issues from the same end customer. We manufactured and distributed in the market 360 units of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any closed sample we cannot carry out an analysis in order to take a decision. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b.braun surgical requirements. Needle attachment strength results conducted on samples before releasing the product were 0.138 kgf in average and 0.129 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.051 kgf in average and 0.025 kgf in minimum). Conclusion root cause analysis: it has not been possible to determine the root cause as no samples have been received for analysis. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.